Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer¿s insulin pump had damaged. Customer¿s blood glucose was unknown at time of incident. Customer states that whole circumference was broken off of reservoir compartment. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads and stained end cap sticker.